Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c37, that has a similar product distributed in the us, list number 01l79. (B)(4).

Event description:
The customer reports that one patient sample generated a (B)(6) architect (B)(6) assay result on an architect i2000sr analyzer. The sample generated a (B)(6) value of (B)(6). The sample was retested on (B)(6) 2015 and (B)(6) 2015 with (B)(6) values in the range of (B)(6). No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
Information from the customer site indicates that the volume for the sample generating the suspect result was low when the non-reactive value was generated. When a sample from this patient was tested with adequate volume, the expected reactive result was generated. Also, error code 3350 (unable to process test, aspiration error for r1 pipettor at r1 outer reagent) occurred twice before the suspect result was generated. This most likely indicated a damaged or out of alignment probe that could have contributed to the suspect result. No further issues were identified. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Clinical and reagent sensitivity was tested using in-house retained samples of architect (B)(6) reagent lot 54083li00. All results met specifications, indicating acceptable performance of this assay lot. The architect (B)(6) assay package insert and the architect system operations manual both contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was resolved when the correct sample volume for testing was used.